Event description:
It was reported that the insulin pump alarmed rf pic failed self test. Customer's blood glucose was 184 mg/dl. Troubleshooting was done. The customer was advised the possible causes of the alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected a64 alarms noted during testing. No a64 alarms in alarm history screen due to overwritten history file. Passed pump self test and displacement test. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).